Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
Medwatch mw5061470 was received in the bwi complaints department on may 17, 2016. It was submitted directly to the food and drug administration by the patient. During our investigation, it was stated by the patient that the physician informed him that the account had used the same catheter for 40 procedures and had a total of 7 episodes between the time of his initial procedure ((B)(6) 2012) and his follow-up procedure ((B)(6) 2012). A search was performed in the biosense webster, inc. Database to confirm that these 7 adverse events had been documented in our complaints system. We found the following 5 events which fit the criteria: serious injury - 9673241-2012-00065 ((B)(4)) / confirmed as the same event as medwatch mw5061470. Serious injury - 9673241-2012-00064 ((B)(4)). Serious injury - 9673241-2012-00047 ((B)(4)). Death - 2029046-2012-00048 ((B)(4)). Death - 9673241-2012-00075 ((B)(4)). Therefore, we created 2 additional complaints ((B)(4)) to document these 2 additional serious injury adverse events separately. This regulatory report is for (B)(4) reporting the 6th adverse event. Multiple attempts have been made to obtain clarification to this complaint to include the type of event, if any medical intervention and any extended hospitalization. However, no further information has been made available. Therefore, since no additional information has been made available and with the information currently provided, we have made the assessment to report this event.